Event description:
It was reported that 7 days after the xact stent implantation in the right internal carotid artery, the patient experienced a stroke with left sided weakness, motor seizures, numbness, and headache. The patient was treated with an increase in the beta-blocker for hypertension control and an anticonvulsant for the motor seizures. Symptoms continued and were still present at discharge 2 days later. The physician confirmed that the carotid stent was patent on a computed tomography scan. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke, headache, seizures and weakness are known observed and potential adverse events as listed in the device instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.